Event description:
Event description cpi received information that a patient received inappropriate shocks related to abdominal/diaphragmatic muscle movement. Review of the stored data in the ICD indicates the ICD was oversensing.